Event description:
As reported, during a procedure utilizing an inflation device, the balloon on the catheter inflated, but the gauge indicator did not register pressure. There was no patient injury. The device has been disposed of by the end user hospital.